Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under a sensing electrode and itchy on her neck and shoulders near the straps, with no redness. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told her to remove the lifevest. Follow up indicated that the rash has mostly healed.